Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported infusion set tubing got caught and pulled. The patient also reported after pulling the site it was hurting. No further information available.